Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The syringe and a non-abbott guidewire were also returned; the guidewire was received engaged in the catheter minirail and was tangled and bent on the distal end of the guidewire. The results of the investigation concluded that the guidewire exit port had been torn and stretched in an outward direction toward the distal end and that the window region of the sheath was stretched, which are consistent with the reported event. Functional testing revealed that the catheter mini-rail measured 0.0155¿, which was within manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire exit port and sheath damage is consistent with the reported event. The cause of the guidewire exit port and sheath damage is consistent with damage during use.

Event description:
A stent was implanted in a bifurcation during an emergency procedure. Later, an under expansion of the stent was suspected so an imaging procedure was performed to control the stent expansion. The catheter was advanced in the stent. As the stent was under-expanded, the catheter caught the stent struts and became trapped inside. The device was pulled and the stent detached from the artery and was extracted with the catheter. A new stent was implanted in the target lesion and the patient was stable.